Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the claws of the surgical cables would tend to loosen easily after sterilization. It was indicated that this resulted in loss of capture while threshold testing, high impedances and variable sensing. The cables were returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the eight returned surgical cables were damaged. It was indicated that a connector on each cable had broken free from the cable. If information is provided in the future, a supplemental report will be issued.